Event description:
According to the patient, her unit had exposed zeolites that was causing her to constantly cough and making her sick. She also reported that she was not getting enough oxygen, so her husband took her to ER. She stated that she was diagnosis with respiratory failure and inflammation to the lung. She reported that she was in the hospital for 4 days where she received supplemental oxygen, breathing treatment, prednisone and antibiotics. She stated that she had an alternative oxygen supply available at home and that she received a replacement unit overnight. The patient has a history of copd and pneumonia.

Manufacturer narrative:
The device was returned for evaluation. The complaint was confirmed with a contaminated column which was caused by the zeolite absorbing too much moisture. The contaminated zeolite was the cause of the low external o2, high pressure, and low sieve life.

Manufacturer narrative:
D9 device return date was updated. H4 device manufacture date added.